Event description:
Endostitch suture needle broke in half during use. The piece was left in the patient because md felt "it would do more harm to the patient due to it being too close to the ureter". Manufacturer response for endostich suture polysorb, medtronic (per site reporter) they will do a quality control investigation.